Manufacturer narrative:
Block h6 (device codes): problem code a0406 captures the reportable event of suture multiple knots in ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2026. Prior to the procedure, upon opening the package, it was observed that the thread attached to the cap had a knot. Several attempts to untie the knot were unsuccessful, which prevented the device from being used. There were no patient complications reported as a result of this event.